Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer fse checked the station and found the issue was caused by the customer-locked refrigerator lock preventing the door from opening. After inspection, no hardware problems were found with remote manager. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager indicated that the refrigerator door repeatedly jammed while removing the insulin. The customer tried to recover the unit; however, the issue remains unresolved. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.